Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issues by acknowledging and resuming insulin, however, occlusions continued and a replacement pump was sent to resolve the issue.